Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage on the pump casing which caused the customer to experience difficulty loading cartridges. Blood glucose was not impacted. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.